Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high out-of-range (oor) shock lead impedance (sli) measurement which was detected via patient remote monitoring system. It had been slowly increasing from 2012 up to the point of reaching out of range measurement of 132 ohms. Patient will be checked to investigate further. Attempts to seek for additional information was not obtained this time as the patient was being rescheduled for his device check. Subsequently, the cause of the observation was not determined. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the device continued to exhibit a high out of range shock lead impedance of more than 125 ohms. The cause of the observation has no conclusive information. There was no shock test performed and the current action plan is to continue evaluating the impedance through remote monitoring system and the patient as well throughout the year. Further, if the impedance rises over 200 ohms then the physician will take corrective action. No adverse patient effects were reported. The system remains in service.

Event description:
Additional information was received indicating the high shock impedance had been climbing and was now consistently at 166 ohms and could not be resolved. A lead revision took place however, they were unable to remove the lead so it was cut at the yoke and surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.